Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 (B)(6).

Event description:
It was reported that during the inspection, the cs100 intra-aortic balloon pump (iabp) unit alarm loop was leaking. No casualties were reported.

Manufacturer narrative:
A getinge field service engineer (fse) before using the equipment, check the alarm loop for air leakage, disassemble and adjust, and apply silicone grease to the safety disk plate. After the treatment is completed, check that all functional parameters of the equipment are normal and deliver it for clinical use.